Event description:
It was reported by customer's mother that the insulin pump made multiple deliveries of insulin. Caller stated that she does not understand how this has happened, customer did not get low blood glucose. Caller will monitor the insulin pump before requesting a replacement. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.